Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: june 04, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during use the top of the shaft of the trial implant broke; the broke part was retrieved. There was no delay to surgery time and no harm to the patient. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received one (1) article of t-pal large trial implant size 10, part 03.812.510. The knob on the end of the part is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the hardness and the diameter next to the breaking point have been measured. Both results are within specification. Therefore a manufacturing related issue can be excluded. It is likely that the breakage of the applicator inner shaft may have been caused due to high mechanical force which was applied during use. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.